Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a prolieve procedure male patient (weight of patient is unknown) in 2008. During the procedure, "the cartridge could not maintain pressure [and] would not allow to get the patients pressure up to 15 psi". The case was completed with another of the same prolieve thermodilatation kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The lot number (615281) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.